Event description:
It was reported that pump generated repeated cartridge alarms during cartridge loading, including cartridge alarm 30, and customer¿s blood glucose reading showed as ¿high¿ with exact value unknown. Customer gave correction insulin by injection and planned to use backup insulin pump therapy while awaiting replacement.